Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 192 mg/dl. The customer stated that the battery life has gotten a lot shorter. The customer stated that the contacts on the battery cap are not missing or damaged. The customer was advised that (B)(6) aaa alkaline batteries are the best for the pump's use. The customer stated that the battery compartment is neither damaged nor corroded. The customer stated that the spring is neither damaged nor corroded. The customer did not want to troubleshoot.